Manufacturer narrative:
Tab not completed. Key word "fire" present in complaint; MDR filed. No malfunction; bed involved in fire. User error. Return not anticipated; no RMA issued as there was no malfunction of the bed. Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user was in the bed and a necklace had fallen down and fell between the bed plug and the outlet causing the bed to catch fire. He states it was not caused by any problems of the bed, it was caused from the necklace coming into contact with electricity. The patient was not injured. The foot end section of the bed and mattress were damaged from the fire. The bed has been removed from the facility and the provider gave the patient a different bed and educated them. A return was not processed due to the necklace caused the fire and the provider states the bed did not malfunction. No other information was available.